Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens -15.50/+3.50/093 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The lens was reported as having excessive vaulting, significant reduction of iridocorneal angles, and elevated iop. Cause of the event was unknown. On (B)(6) 2024 the lens was replaced with a smaller length lens. This resolved the problem.

Manufacturer narrative:
H6: 4581: significant reduction of iridocorneal angles. Claim# (B)(4).